Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse did not find any instrument malfunction. The customer ran quality controls and precision testing, which were acceptable. The cause of the imprecise ata results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise antithyroid peroxidase antibodies (ata) results were obtained on multiple patient samples on an immulite 2000 xpi instrument upon initial and repeat testing. The samples were also tested on an alternate immulite 2000 xpi instrument. It is unknown which results are considered correct. It is unknown if repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise ata results.